Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the charger failed to turn on, and the pt had lost stimulation. A replacement charger was sent to the pt. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.